Manufacturer narrative:
Result: the distal tip of the neuron delivery catheter 070 is fractured approximately 105.0 cm from the hub and the break site shows evidence of stretching and material deformation. The catheter is kinked approximately 14.5 cm from the hub. The distal tip of the catheter was returned still attached to the packaging mandrel. Conclusion: the compliant have been evaluated. The compliant indicates that the catheter tip was damaged when they opened the package. Evaluation of the returned device confirmed a fracture in the distal tip of the catheter, 105.0 cm from the hub, within the packaging, leaving the distal tip of the catheter still on the packaging mandrel. The neuron is also kinked approximately 14.5 cm from the hub. If the product is not carefully removed from the packaging, it is like that damage will occur. It appears that the catheter was removed improperly in a way that caused the catheter tip to stay with the packaging mandrel as the catheter was pulled out of the shipping tube, causing the catheter to stretch and eventually fracture. The other visible damage was likely caused during removal of the device from the package or during packaging for return. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a procedure, the physician noted that a neuron 6f 070 delivery catheter was damaged at the tip.